Event description:
It was reported that the patient heard an alarm on (B)(6) 2012. Telemetry confirmed a critical alarm was occurring and the pump was in safe state. The pump was interrogated and initially the logs did not list a safe state had occurred. The pump was updated and then the logs showed a reset had occurred on (B)(6) 2012. It was noted that the elective replacement indicator (eri) changed from 76 months in (B)(6) to less than 1 month at the initial interrogation on the date of this report. The pump was updated to minimum rate and the eri was at 81 months. It was also reported that the patient was not feeling well. The patient had numbness around the pump site which started approximately 2 months ago. It was unknown if there was a correlation between the numbness and the refill in (B)(6). The patient was scheduled to have a nuclear medical scan on tuesday (B)(6) 2012, to assess the connection of the pump and catheter. It was confirmed that there have been no volume discrepancies at that time of this report but the patient had only had one refill since her pump replacement. It was reported later on the day of this report that the patient was exposed to electromagnetic interference (emi) while her dog was having "electromagnetic" treatment at the vet. It was suggested to confirm the date of the emi correlated to the date and time the pump entered safe state. The patient was a "little fuzzy" at the time. It was reported on (B)(6) 2012, that since the patient's pump replacement in (B)(6) 2012, the patient had increased pain. The patient's medication was increased by 10% due to some loss of effectiveness. The patient also experienced "numbness 4-5 inches beyond the pump's diameter, nausea, and the taste and smell of chemicals." It was also reported that there appeared to be a leak "in that the indium radioisotopes appeared outside the confines of the pump, catheter, and central nervous system." It was reported on (B)(6), the patient began "backing off the intrathecal medication by 25% with the intention of backing off the pump completely and going onto oral morphine and baclofen." A had been neurosurgeon contacted regarding replacing the patient's pump. It was also noted that the patient had gamma and single-photon emission computed tomography (spect) scans. The device system was used to deliver bupivacaine, baclofen, and morphine. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was reported that the pump was explanted because there was fluid found in the pocket. The physician suspected the pump might be leaking. The pump logs showed two motor stalls on (B)(6) 2012, and both motor stalls recovered within 2 hours. It was suspected that the catheter connector was leaking. Dye study and rotor study were performed. Dye study found fluid in the pump pocket, and there was no significant finding from rotor study.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿pwr on reset with an undetermined cause¿ as well as an inaccurate estimated time to the elective re placement indicator (eri). Battery resistance was tested and had a passing impedance of 43.9 ohms. No other fluid, ecm, or corrosion related anomaly resulting in a short could be found. Analysis of the catheter found no significant anomaly. The catheter was inco mplete and returned in segments.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.